Event description:
No additional information.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe had a syringe needle connectivity issue. The following information was provided by the initial reporter: material # unknown batch # unknown. Verbatim: rcc received a complaint via email. Email(s) attached. I did speak with*** who did state that he has heard from other patients stating they are having issues with the needles coming off the syringe when they draw back to fill it with serum. Unfortunately, he is unaware of how many patients have said that.